Event description:
It was reported that patient presented for implant procedure. During procedure it was noted that the atrial lead was exhibiting noise. The procedure was completed using another atrial lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned in one-piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.